Manufacturer narrative:
Synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6). It was reported that this battery was not functioning correctly. The battery ceased to function during use after being loaded in its entirety.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. A review of the device history record has been requested.